Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse advent occurred. According to the patient, on approximately (B)(6) 2025, they experienced hypoglycemia due to a sensor failure in the middle of the night. There were no additional details about how the hypoglycemic shock was reversed. No other details were documented dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a wearable failure occurred.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.